Manufacturer narrative:
The actual device was returned to philips bench where the technician identified there was no audible sound on the mx40 telemetry device. The speaker was unable to be tested further because the speaker was destroyed during disassembly of the device. The speaker was replaced and the device was updated to the latest hardware and software.

Event description:
The bench technician identified there was no audible sound on the mx40 telemetry device. There was no patient involvement.